Manufacturer narrative:
Concomitant medical products: 693565 lead implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and rising thresholds and rising impedance. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.